Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: following investigation by applied research and bioengineering, notification was received that: root cause: undetermined, from the limited information available it is not possible to determine why this implant dislocated. As well as implant factors, dislocation is also influenced by surgical factors such as restoration of the femoral off-set and patient factors such as soft tissue properties, activity level and weight. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Event description:
The patient was revised due to dislocation of the head from the cup.